Event description:
The customer reported the system displayed several fatal error messages. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The phenolic plate was reseated and resealed. The system was then found to be operating as intended.